Event description:
While rounding on patients, there was an audible air leak detected from the patient's trach/stoma site. Trach was unable to hold pressure and inadequate volumes were being delivered to the patient. An emergency trach change was conducted according to hospital policy. Pt tolerated procedure well. Post test done on tracheostomy tube by submerging trach into water basin, where bubbles were observed upon inflation. Leak test done on tracheostomy tube by submerging trach into water basin, where bubbles were observed upon inflation.